Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has increased thresholds and x-ray showed no slack. The clinic may require to revise this lead. Additional information was obtained which indicated that this lead has been revised. This lead remains in service. No additional adverse patient effects were reported.